Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, while the device was in the pocket, there was one six-second pause and one three-second pause. The physician elected not to use the device.